Event description:
Per medical record received, patient appeared to have moderate regurgitation post-tavr. The regurgitation was suspected to be paravalvular by tte but failed to improve with post-tavr bav. The patient remained in ICU with widened pulse pressure requiring pressor support. The patient denied any symptoms but was not active other than bed rest and being in a chair. In view of suspected significant aortic regurgitation contributing to the low diastolic pressures, plan was made for pvl closure and the patient returned to the lab. Intraprocedural tee showed the severe aortic regurgitation was due to a frozen thv leaflet. A catheter was introduced to the base of the leaflet and used to centrally translocate the leaflet, resulting in resolution of the aortic regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the medical record received. The following sections of this report have been updated: updated a2, additional information added to b5, additional information added to b7. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The central regurgitation and leaflet motion restriction resulting in valve in valve procedure were confirmed based on the provided medical records. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Restricted leaflet motion can be due to a number of issues, including patient-related factors, calcification, leaflet thickening or fibrosis, or a combination of these. Restricted leaflet motion may also develop if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the reported leaflet motion restriction could lead to central regurgitation, as noted. As such, available information suggests that patient factors (leaflet-motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from the edwards lifesciences field clinical specialist, approximately 8 days post implant of a sapien 3 ultra resilia valve in the aortic position, the patient was brought back to the hospital to treat suspected paravalvular leak (pvl). However, during the procedure it was learned that the pvl was central valve leak due to an immobile valve leaflet. The physician was able to use a catheter to manipulate the leaflet, after which it was deemed to be functioning normally by the physician.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the engineer evaluation. The following sections of this report have been updated: additional information added to h11. Imagery from the article was reviewed, and the following was observed: transesophageal echocardiogram short axis of aortic valve view showing frozen leaflet causing severe aortic regurgitation. Tee demonstrates restricted leaflet motion. The central regurgitation and leaflet motion restriction resulting in valve in valve procedure were confirmed based on the provided medical records and imagery. Conclusions of the investigation remain the same.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. It was discovered that the article, "an easy way to solve the stuck leaflet causing aortic regurgitation following transcatheter aortic valve replacement" (katukuri, neelima, et al.) Is related to this event. The following sections of this report have been updated: g2. Investigation is ongoing. Reference: katukuri, n., gebhardt, b. R., lawlor, m., walker, j., & kakouros, n. (2025). An easy way to solve the stuck leaflet causing aortic regurgitation following transcatheter aortic valve replacement. Structural heart, 9(10).